Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Type of procedure or technique used:tlif it was reported that on (B)(6) 2015, intra-op, when implant was on inserter it cracked . The portion that cracked was attached to the inserter. The patient had the partial cage implanted. Patient complications were reported unknown.